Manufacturer narrative:
Evaluation summary: quality assurance revealed that the guide wire was returned with blood and contrast visible on the coils. The guide wire was separated at the proximal end of the hypotube. There was a piece of core remaining in the hypotube. There were offset intermediate coils, 1 mm, 2 mm, and 4 mm proximal to the center solder. There was no other damage noted to the guide wire. The guide wire tip was tugged to verify that the core and shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy (sem) lab for the further analysis. Product performance engineering reviewed the incident information and the analysis. The sem showed the guide wire separated from ductile overload adjacent to the hypotube. The sem also showed evidence that the guide wire was bent excessively at the separation point. The guide wire was subjected to forces that exceeded the strength of the guide wire. Guide wires are fragile and can be easily damaged. The incident information did not describe conditions that would have overloaded the guide wire, but pushing against resistance (contrary to the instructions for use (IFU)) could cause the guide wire to bend as found on the returned guide wire. The hypotube joint is the weakest point on the core. In coronary procedures, this area is more supported by the guiding catheter, but in a renal artery, the guide wire is more vulnerable and will bend if pushed against resistance. Because the hypotube was reported to be located outside the body, this may have resulted in too much force being applied to the hypotube. In this case, the root cause of the bend and subsequent separation due to ductile overload is unknown, but the analysis did not show a manufacturing related cause for the guide wire separation. There is no indication of a quality issue in either materials or workmanship. The lot history record was reviewed and there were no non-conformities reported with this product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation/no medical intervention, has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the procedure was being performed in the renal artery. The bmw guide wire was engaged, and was straight with no kinks present. The guide wire snapped outside the sheath and the end of the guide wire was held in place to prevent migration. The guide wire was easily removed without further incident or the need for medical intervention. Reportedly, there was no patient injury. No additional event or patient information is available.